Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited pacing not delivered when required due to yoke and insulation damage with cautery. The lead was surgically abandoned. No additional adverse patient effects were reported.